Manufacturer narrative:
(B)(4).

Event description:
It was reported the camera head non-ac hd560h had no image. This occurred during surgery. There was a delay of less then 30 minutes. A backup device was available and used to complete the procedure. There were no patient injuries reported.

Manufacturer narrative:
Complaint of live video malfunction was confirmed. Product failed functional testing with a blank image on live video out. Cause of video failure is defective cable. Camera head passed functional testing with a known good cable assembly installed. A review of the manufacturing records shows that this unit was released to distribution on or about (B)(6) 2016. The (B)(4) camera head failures such as no video, flashing video, solid color video were caused by fractured traces in the flexible circuit termination of the cable. The source for this cable assembly has been replaced to mitigate this issue. Device evaluated by the manufacturer.